Event description:
It was reported the instrument fractured. No adverse events were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple wires of the shaft to be fractured, but the driver remains intact. Wear rings and scuffing were observed on both the head and connector end. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.